Event description:
It was reported that a patient underwent a laparoscopic excision of an abdominal cyst procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. The scrub tech was attempting to twist the luer locks on the open adaptor to attach the laparoscopic tip, in doing so the lure lock popped off and the laparoscopic tip was unable to be applied. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. What is the lot number? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? 8. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings. H3 investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the adapter from the vstas1 device was returned with the only one luer lock damaged was returned. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h3. Device evaluated by manufacturer?